Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had bubbles in the line; described as the bubbles looked to move up the line towards the amia. This occurred during drain one of five of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services had the hp check the drain line for holes. Rts advised the hp to start over with new supplies and to advise their pd registered nurse of the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.